Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was discovered to be loose when the physician was unable to tighten the hemostatic valve. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the procedure continued without further issues. Per the physician the valve turned and would never tighten.

Manufacturer narrative:
On 16-may-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was discovered to be loose when the physician was unable to tighten the hemostatic valve. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the procedure continued without further issues. Per the physician the valve turned and would never tighten. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual inspection was performed, and a fissure was observed on the three-way stopcock valve, no issues were observed on the hemostatic valve. An irrigation test was performed, and water leakage was observed from the fissure. A device history record was performed for the finished device batch number, and no internal action were identified. The issue reported by the customer can be confirmed since the fissure on the three-way stopcock valve could be related to the leakage reported by the customer. An internal corrective action has been opened to investigate the issues related to the side port fissures. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).